Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe pain on right side constantly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery (ablation) and procedural pain (had to give me gas and air to perform the ablation). Previously administered products included for pain during ablation: painkiller. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), headache ("head aches"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful") and skin disorder ("skin problems"). The patient was treated with surgery. At the time of the report, the abdominal pain, hypovitaminosis, muscular weakness, headache, nausea, arthralgia, fatigue, memory impairment and skin disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Case (B)(4) (MFR number 2951250-2018-04102) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - case upgraded to incident due to surgery. Reporter added and start date of essure updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: v37301) on 02-nov-2015. The most recent information was received on 02-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("device on right side started to perforate her fallopian tube") and pelvic pain ("severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give me gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller; for an unreported indication: paracetamol. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), presyncope ("the pain was excruciating, it was so bad she nearly passed out"), pelvic pain (seriousness criteria medically significant and intervention required), headache ("head aches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful") and skin disorder ("skin problems").on an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device from right fallopian tube). At the time of the report, the fallopian tube perforation, headache, nausea, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder, complication of device insertion, procedural pain and presyncope outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: data transference from duplicated case (B)(4). The following adviser event was added: the pain was excruciating, it was so bad she nearly passed out. Legacy device report num 2951250-2019-00530. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: v37301) on 02-nov-2015. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe pain on right side constantly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted". The patient's past medical history included surgery (ablation) and procedural pain (had to give me gas and air to perform the ablation). Previously administered products included for pain during ablation: painkiller. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), headache ("head aches"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful") and skin disorder ("skin problems"). The patient was treated with surgery. At the time of the report, the abdominal pain, hypovitaminosis, muscular weakness, headache, nausea, arthralgia, fatigue, memory impairment and skin disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: additional information from ha was provided: it was reported that the patient underwent an endometrial ablation procedure on the same day that the essure device was implanted (new event added: underwent an endometrial ablation procedure on the same day that the essure device was implanted). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube') and pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain / pain on right side ongoing since removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in (B)(6) 2014. The patient's medical history included surgery (had to give gas and air to perform the ablation) in (B)(6) 2014, cervical dysplasia (also got treatment) and parity 4. Concurrent conditions included heart disease congenital. Concomitant products included paracetamol in (B)(6) 2014 for procedural pain. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced amenorrhoea ("amenorrhea after ablation until (B)(6) 2014"), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), presyncope ("the pain was excruciating, it was so bad she nearly passed out") and complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), skin disorder ("skin problems"), fatigue ("extreme tiredness"), muscular weakness ("muscle weakness"), arthralgia ("joint pain") and memory impairment ("forgetful"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("I think it was a period, pain was still as bad as it was before") and hypomenorrhoea ("I think it was a period, small amount of bleeding / tiny bit of bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anaemia folate deficiency ("folic acid deficiency anemia"), contusion ("covered in bruises") and complication of device removal ("I had one tube removed with the coil but noticed at one end the coil seems to be cut it doesn't have the little ball shapes on it"). The patient was treated with surgery (removal of device with right fallopian tube via keyhole surgery). Essure was removed. In (B)(6) 2014, the amenorrhoea had resolved. At the time of the report, the fallopian tube perforation, dysmenorrhoea, hypomenorrhoea, headache, procedural pain, nausea, anaemia folate deficiency, hypovitaminosis, skin disorder, contusion, fatigue, muscular weakness, arthralgia, presyncope, memory impairment, complication of device removal and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for amenorrhoea, anaemia folate deficiency, complication of device removal, contusion and dysmenorrhoea with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypomenorrhoea, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: in (B)(6) 2014 consumer posted she had asked for a hysterectomy but was refused. She was informed about essure but not on complications. Her general practitioner had never heard about essure. Physician who did the insertion brought it to the hospital, she was the sixth person to have it performed there. She got an ablation after essure insertion, had so much pain despite two paracetamol tablets they had to give her gas and air. She had also had treatment on cervix for precancer cells. The patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. She posted in social media "no x-ray was done before doctor removed my right tube. He gave me the essure after surgery. Surgery was done by keyhole. I noticed at one end the coil seems to be cut it doesn't have the little ball shape on it. I have had pain on that side since surgery" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure position control. Lot number: b04953 manufacturing date: 2013-02 expiration date: 2016-02 . Lot number: b06097 manufacturing date: 2013-02 expiration date: 2016-02 . Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03 . Lot number: b09702 manufacturing date: 2013-03 expiration date: 2016-03 . Lot number: b09704 manufacturing date: 2013-03 expiration date: 2016-03 . Lot number: b72575 manufacturing date: 2013-09 expiration date: 2016-09 . Lot number: b72577 manufacturing date: 2013-09 expiration date: 2016-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 02-nov-2015. The most recent information was received on 02-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("device on right side started to perforate her fallopian tube") and pelvic pain ("severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give me gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("head aches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful") and skin disorder ("skin problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device from right fallopian tube). At the time of the report, the fallopian tube perforation, headache, nausea, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment and skin disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2019: patient age; medical history; the adverse event "device on right side started to perforate her fallopian tube" was added. Outcome of pain was not resolved. Data transferred from duplicate case: (B)(4). Legacy device report number: 2951250-2019-00567. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: (B)(4)) on 02-nov-2015. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube'), pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain') and cervical dysplasia ('pre cancer cells on cervix') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give me gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller; for an unreported indication: paracetamol. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("head aches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful"), skin disorder ("skin problems"), complication of device insertion ("the pain was excruciating, it was so bad she nearly passesd out"), procedural pain ("the pain was excruciating, it was so bad she nearly passesd out") and presyncope ("the pain was excruciating, it was so bad she nearly passesd out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("small amount of bleeding / tiny bit of bleeding") and cervical dysplasia (seriousness criterion medically significant). The patient was treated with removal of device from right fallopian tube. At the time of the report, the fallopian tube perforation, headache, nausea, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder, complication of device insertion, procedural pain, presyncope, genital haemorrhage and cervical dysplasia outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for cervical dysplasia and genital haemorrhage with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: events added: pre cancer cells on cervix, small amount of bleeding / tiny bit of bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube'), pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain') and cervical dysplasia ('pre cancer cells on cervix') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller; for an unreported indication: paracetamol. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), headache ("head aches"), presyncope ("the pain was excruciating, it was so bad she nearly passed out"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful"), skin disorder ("skin problems") and complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("small amount of bleeding / tiny bit of bleeding") and cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (removal of device from right fallopian tube). At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, headache, presyncope, nausea, cervical dysplasia, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for cervical dysplasia and genital haemorrhage with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube'), pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain') and cervical dysplasia ('pre cancer cells on cervix') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller; for an unreported indication: paracetamol. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), headache ("head aches"), presyncope ("the pain was excruciating, it was so bad she nearly passed out"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful"), skin disorder ("skin problems") and complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("small amount of bleeding / tiny bit of bleeding") and cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (removal of device from right fallopian tube). At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, headache, presyncope, nausea, cervical dysplasia, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for cervical dysplasia and genital haemorrhage with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube') and pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain / pain on right side ongoing since removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in (B)(6) 2014. The patient's medical history included surgery (had to give gas and air to perform the ablation) in (B)(6) 2014, cervical dysplasia (also got treatment) and parity 4. Concurrent conditions included heart disease congenital. Concomitant products included paracetamol in (B)(6) 2014 for procedural pain. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), presyncope ("the pain was excruciating, it was so bad she nearly passed out"), complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out") and amenorrhoea ("amenorrhea after ablation until (B)(6) 2014"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful") and skin disorder ("skin problems"). In (B)(6) 2014, the patient experienced hypomenorrhoea ("I think it was a period, small amount of bleeding / tiny bit of bleeding") and dysmenorrhoea ("I think it was a period, pain was still as bad as it was before"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("I had one tube removed with the coil but noticed at one end the coil seems to be cut it doesn't have the little ball shapse on it"), contusion ("covered in bruises") and anaemia folate deficiency ("folic acid deficiency anemia"). The patient was treated with surgery (removal of device with right fallopian tube via keyhole surgery). Essure was removed. In (B)(6) 2014, the amenorrhoea had resolved. At the time of the report, the fallopian tube perforation, complication of device removal, procedural pain, presyncope, complication of device insertion, headache, nausea, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder, contusion, hypomenorrhoea, dysmenorrhoea and anaemia folate deficiency outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for amenorrhoea, anaemia folate deficiency, complication of device removal, contusion and dysmenorrhoea with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypomenorrhoea, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: in (B)(6) 2014 consumer posted she had asked for a hysterectomy but was refused. She was informed about essure but not on complications. Her general practitioner never had heard about essure. Physician who did the insertion brought it to the hospital, she was the sixth person to have it performed there. She got an ablation after essure insertion, had so much pain despite two paracetamol tablets they had to give her gas and air. She too had had treatment on cervix for precancer cells. The patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. She posted in social media "no x-ray was done before doctor removed my right tube. He gave me the essure after surgery. Surgery was done by keyhole. I noticed at one end the coil seems to be cut it doesn't have the little ball shape on it. I have had pain on that side since surgery". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure position control. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted (event added:) I had one tube removed with the coil but noticed at one end the coil seems to be cut it doesn't have the little ball shape on it. I have had pain on that side since surgery. Die to review of previously received article it was found that she was 31 years old at time of essure insertion in (B)(6) 2014 for sterilization. Paracetamol was concomitant drug used for pain at insertion. Consumer also had posted in (B)(6) 2014 that she had had no periods after ablation performed with essure insertion (event added), then got tiny it of bleeding (event coded to hypomenorrhea) but severe pain (event added). She got essure because her wish for hysterectomy was refused (added to comment section). She had got treatment for pre-cancer cells in cervix (cervicx dysplasia removed from event section and added to history section). She was born with heart defects (added to history) and had folic acid deficiency anemia (added as event). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube'), pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain') and cervical dysplasia ('pre cancer cells on cervix') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in 2014. The patient's medical history included surgery (ablation), procedural pain (had to give gas and air to perform the ablation) and parity 4. Previously administered products included for pain during ablation: painkiller; for an unreported indication: paracetamol. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), headache ("head aches"), presyncope ("the pain was excruciating, it was so bad she nearly passed out"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), memory impairment ("forgetful"), skin disorder ("skin problems") and complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("small amount of bleeding / tiny bit of bleeding"), cervical dysplasia (seriousness criterion medically significant) and contusion ("bruises"). The patient was treated with surgery (removal of device from right fallopian tube). At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, headache, presyncope, nausea, cervical dysplasia, hypovitaminosis, muscular weakness, arthralgia, fatigue, memory impairment, skin disorder and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for cervical dysplasia, contusion and genital haemorrhage with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: the patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received from social media. New event added: bruises. Medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: (B)(4)) on 02-nov-2015. The most recent information was received on 20-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device on right side started to perforate her fallopian tube') and pelvic pain ('severe pain on right side constantly / chronic pain after she had the device fitted / still suffers pain / every month doubled over with pain / pain on right side ongoing since removal') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an endometrial ablation procedure on the same day that the essure device was implanted" in (B)(6) 2014. The patient's medical history included endometrial ablation (had to give gas and air to perform the ablation) in (B)(6) 2014, cervical dysplasia (also got treatment) and parity 4. Concurrent conditions included heart disease congenital. Concomitant products included paracetamol in (B)(6) 2014 for procedural pain. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced amenorrhoea ("amenorrhea after ablation until (B)(6) 2014"), procedural pain ("the pain was excruciating, it was so bad she nearly passed out"), presyncope ("the pain was excruciating, it was so bad she nearly passed out") and complication of device insertion ("the pain was excruciating, it was so bad she nearly passed out"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), hypovitaminosis ("vitamin deficiencies"), skin disorder ("skin problems"), fatigue ("extreme tiredness"), muscular weakness ("muscle weakness"), arthralgia ("joint pain") and memory impairment ("forgetful"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("I think it was a period, pain was still as bad as it was before") and hypomenorrhoea ("I think it was a period, small amount of bleeding / tiny bit of bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anaemia folate deficiency ("folic acid deficiency anemia"), contusion ("covered in bruises") and complication of device removal ("I had one tube removed with the coil but noticed at one end the coil seems to be cut it doesn't have the little ball shapse on it"). The patient was treated with surgery (removal of device with right fallopian tube via keyhole surgery). Essure was removed. In (B)(6) 2014, the amenorrhoea had resolved. At the time of the report, the fallopian tube perforation, dysmenorrhoea, hypomenorrhoea, headache, procedural pain, nausea, anaemia folate deficiency, hypovitaminosis, skin disorder, contusion, fatigue, muscular weakness, arthralgia, presyncope, memory impairment, complication of device removal and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for amenorrhoea, anaemia folate deficiency, complication of device removal, contusion and dysmenorrhoea with essure. The reporter considered arthralgia, complication of device insertion, fallopian tube perforation, fatigue, headache, hypomenorrhoea, hypovitaminosis, memory impairment, muscular weakness, nausea, pelvic pain, presyncope, procedural pain and skin disorder to be related to essure. The reporter commented: in (B)(6) 2014 consumer posted she had asked for a hysterectomy but was refused. She was informed about essure but not on complications. Her general practitioner had never heard about essure. Physician who did the insertion brought it to the hospital, she was the sixth person to have it performed there. She got an ablation after essure insertion, had so much pain despite two paracetamol tablets they had to give her gas and air. She had also had treatment on cervix for precancer cells. The patient subsequently underwent further surgery and suffers with chronic issues as a result of this device being implanted. Surgery was clarified as removal of implant from right fallopian tube, no information was received regarding the left implant and fallopian tube. She posted in social media "no x-ray was done before doctor removed my right tube. He gave me the essure after surgery. Surgery was done by keyhole. I noticed at one end the coil seems to be cut it doesn't have the little ball shape on it. I have had pain on that side since surgery" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure position control. Lot number: b04953 manufacturing date: 2013-02 expiration date: 2016-02. Lot number: b06097 manufacturing date: 2013-02 expiration date: 2016-02. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03. Lot number: b09702 manufacturing date: 2013-03 expiration date: 2016-03. Lot number: b09704 manufacturing date: 2013-03 expiration date: 2016-03. Lot number: b72575 manufacturing date: 2013-09 expiration date: 2016-09. Lot number: b72577 manufacturing date: 2013-09 expiration date: 2016-09. Quality-safety evaluation of ptc: no quality defect or malfunction could be confirmed for the seven batches involved in this complaint. Samples were not available. Device history record review was conducted for the 7 identified batches. This included testing and release documentation for each of the reported lot numbers. It was confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As per defined procedure, for each of the batch numbers a rate based on the amount of reported complaints and the size of the batch numbers was calculate. The defined threshold for this rate is 7%. The rate for all batches was well below the threshold, which leads to the conclusion that there are no recurring problems within the reported batches. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2020: update of quality-safety evaluation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.